Event description:
During a remote follow-up, loss of capture was observed on the right ventricular (rv) and left ventricular (lv) lead. Additionally, noise that resulted in over-sensing was seen on the rv lead. The suspected cause of the event is due to rv lead damage. No intervention has been performed. The patient was stable and will continue to be monitored.